Event description:
Reporter states the end user was alone in the bathroom attempting to transfer from their wheelchair to the toilet. As they leaned on their armrest for support during the transfer, the armrest receiver gave way and they fell down and broke their hip. Pt was not aware of the broken hip until the next day when their ill health indicated a need to go to the hosp. They required surgery.